Event description:
The customer reported, the popping noise when fluoro and monitor went black on the 9800 system. No pt injury was reported.

Manufacturer narrative:
The service rep regreased the candlesticks on the system and could not duplicate the problem.